Manufacturer narrative:
Manufacturing record review revealed the diopter measurement records from this particular lens were verified and shown to be within specifications. The production order passed all acceptance criteria for all tests performed and is within all specifications. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the left optic which was removed and exchanged in a secondary procedure due to an unexpected hyperopic outcome. It was stated that there was no incision enlargement made during the lens removal. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was received cut in half, which is a condition consistent with a lens that has been removed from the eye. Due to the received condition of the lens, a diopter measurement could not be performed on the returned lens. No optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.